Event description:
The customer reported via phone call that the insulin pump had numbers ramping on the display after pressing the act button. The customer reported that this issue began approximately two weeks prior to the call. Blood glucose level at the time of the call was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
All buttons function properly, however moisture damage was found on keypad traces. No ramping numbers on their own or scrolling bar moving anomaly noted. Pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads and cracked pump belt clip.